Manufacturer narrative:
The reported event was confirmed cause unknown. It was received one 2 way all silicone foley catheter and syringe with sterile water in its unopened original package lot nggv4443. The catheter was balloon was inflated with the returned water syringe and concentricity was found within specification. Catheter rested with no leaks. The returned syringe was connected, and it was able to return the 10 ml of sterile water. Cuffing was evidenced. This is out of specification which states "balloon must not cuff after deflation". Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be balloon material does not shrink quickly enough. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the diffusion from silicone foley catheter balloon. The customer had on all three sizes 12 (lot# mygy2871)/ 14 (lot# mygy0098)/16 (lot# mygv0659) experienced that the catheter balloon which was filled with the provided syringe. That after 3 weeks the customer had a volume of 4 ml each in the balloon, this creates discomfort for the user. No medical intervention was reported. Per sample evaluation received on 10may2024, it was found that the sample cuff was mushroomed during evaluation.